Event description:
During shift check, the autopulse platform sn (B)(4).displayed fault code 29 (loss of brake connectivity). No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4). Displayed fault code 29 (loss of brake connectivity)" was confirmed during both archive data review and functional testing. The root cause of fault code 29 was a seized brake assembly, which lead to the drivetrain failing to function. Seized brake could have resulted from humidity, neglect, or user handling. A review of the autopulse platform archive revealed that frequent daily checks were not performed. Daily device checks are required per the user manual to help prevent the brake from seizing. Also, no documented report showed that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2019. Upon follow-up, the customer stated that their autopulse devices are kept in vehicles that are temperature controlled. Storing the autopulse platform in a low-humidity location and performing regular maintenance could prevent the degradation of the mechanical components of the drivetrain, including brake seizure. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, a vertical crack/breakage was going through one of the screw fittings. The possible root cause of this observed physical damage could be user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed multiple fault code 29 (loss of brake connectivity) occurring around the customer's reported event date, confirming the reported complaint. Further review of the archive data indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart), ua20 (position out of range), one ua18 (max take-up revolution exceeded), and one ua18 (lifeband not present) occurring on/around the same date, unrelated to the reported complaint. Based on the archive, these advisory messages were cleared by the user. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the (ua) 45 , pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (B)(4) (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to ua20 because the driveshaft is not restored at its "home" position. To clear a ua20, return the driveshaft to its "home" position using the platform's administrative menu. Per the battery hangtag - advisory codes description and action, user advisory (ua) 18 is an indication that autopulse has detected that either the patient's chest (manikin) is too small while sizing the patient/manikin (take-up) or that there is no patient/weight on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/manikin and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed the initial functional test due to fault code 29 occurring upon pressing the green start/continue button, confirming the reported complaint. While powering up, there was no brake activation. The brake assembly was seized causing the drivetrain motor to fail, resulting in fault code 29. The drivetrain motor assembly was replaced to remedy the problem. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 20 minutes each, and the platform passed the tests without any issues. The ua45, ua20, ua18, and ua12 advisory messages, observed in the archive data, were not replicated during testing at zoll. The zoll service technician inspected the belt clip detection switch assembly as a possible root cause for the ua12, but it was within the specification. A load cell characterization test was performed to troubleshoot for the ua18, and both load cells functioned within the specification. Troubleshooting for the ua45 and ua20 advisory messages revealed no issues; the driveshaft was rotating smoothly and as expected, and no malfunction was found on the encoder integrated gearbox. Following service, a final brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).